Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that this system continues to exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) suggested performing a 1.1 joule commanded shock to test system integrity. No adverse patient effects were reported. This product remains in-service.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Attempts to obtain additional information were unsuccessful. This device and lead system remains in service. No adverse patient effects were reported.